Event description:
The device involved in this report exhibited a low battery voltage (considering the implantation duration) at routine follow-up. Preliminary analysis of available data revealed a fast battery depletion considering device settings and delivered therapy. Therefore, device replacement was recommended on (B) (6) 2010.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.